Manufacturer narrative:
Service technician was unable to duplicate the reported event, however, the device was out of specification during testing.

Event description:
The customer reported the ventilator alarmed svo (safety valve open) occlusion while in use on a patient. The customer reported there was no patient harm. The customer reported other diagnostic codes observed in the code history log. The service technician confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure, but was unable to duplicate the failure. The respironics service technician reported he was unable to duplicate the customer reported problem of svo occlusion, extended self testing (est), and performance verification testing was performed, and all tests passed per operating specifications.